Event description:
It was reported the light source displayed a b30 communication problem. The issue occurred during an unspecified event. The issue was resolved by shutting off the power to the 190 tower clearing the b30 error. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device

Event description:
While speaking with the olympus technical assistance center (tac), the customer was advised to connect a known-good xenon light source to the video system center. Tac informed the customer that if the b30 error still occurred, the video system center would need to be sent in to olympus for evaluation and repair. The issue occurred during a diagnostic procedure. Three attempts were performed to obtain additional information, but no response was received from the customer.